Event description:
The doctor found contaminant on the syringe tube wall after drawing lucentis solution. The complaint product was not used for the patient, and the patient switched to another bottle to complete the treatment.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, a brown stain is observed on the device. Based on the photo, it cannot be definitively identified if the stain is on the outside or inside of the product. A device history review was performed for the reported lot 2108106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the same lot were used for additional evaluation. The products were visually inspected and no evidence of foreign matter or any other contamination was identified. Machines routinely undergo proper maintenance and cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, based on the color and visual characteristics, it is possible the stain is grease that generated during the molding process. Without the physical sample to evaluate, the specific composition and origin cannot be established at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
The doctor found contaminant on the syringe tube wall after drawing lucentis solution. The complaint product was not used for the patient, and the patient switched to another bottle to complete the treatment.